Manufacturer narrative:
Complaint conclusion: the report received from the (B)(6) study indicated that during the index procedure, a precise 8 x 40 stent was inaccurately placed distal to the ostial left common carotid artery intended target lesion. Two additional stents were implanted to treat the lesion successfully and to also treat a reported dissection. The residual stenosis was 10%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged twelve days after the procedure. The patient was asymptomatic for the procedure. A 5 mm. Angioguard embolic protection device was used. The target lesion was reported to be: an 80% stenosis, absent of thrombus, 20 mm. In length, 8 mm. Reference diameter, moderately calcified, mildly tortuous, and eccentric. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, smoking, coronary artery disease, myocardial infarction and coronary percutaneous revascularization. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15506901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping the IFU states to ensure the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and that during the study index procedure, a precise 8 x 40 stent was inaccurately placed distal to the ostial left common carotid artery intended target lesion. Two additional stents were implanted to treat the lesion successfully and to also treat a reported dissection: a 9 x 20 at the target lesion (#2) and a 9 x 40 (#3) proximal to the target lesion to stabilize the dissection. The residual stenosis was 10%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged twelve days after the procedure. Additional information has been requested. The patient was asymptomatic for the procedure. A 5 mm. Angioguard embolic protection device was used. The target lesion was reported to be: an 80% stenosis, absent of thrombus, 20 mm. In length, 8 mm. Reference diameter, moderately calcified, mildly tortuous, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.